Manufacturer narrative:
Common device name: phakic intraocular lens, product code: mta & phakic toric, intraocular lens, product code: qcb. Device information: icm v4 used for myopia, ich v3 used for hyperopia, ticm v4 used for astigmatism. Patient code 2137 should have been included in initial MDR. Device code 1401 should have been included in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Explant date: unk. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
On 03 july 2019 we received notification of an article published in czech and slovak journal of ophthalmology entitled, 'incidence of cataract following implantation of posterior- chamber phakic lens icl (implantable collamer lens) long term results.' The article analyzes the results of icl implantation in 34 patients from 1998 to 2013. The article references cataract significantly affecting visual acuity occurred in 7 eyes (5 myopic eyes and 2 hyperopic eyes). Icl removal and cataract surgery with implantation of posterior chamber intraocular lens (pc iol) was performed. All patients in whom icl explantation and cataract surgery with implantation of pc iol was performed were satisfied, bcva reached 1.0. Only 2 eyes of one highly myopic patient was there decentration of pc iol following explantation of icl and implantation of pc iol. The pc iol was explanted, patient remained aphakic. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.